Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No frozen screen observed during analysis. Cracks to the case, battery tube threads, reservoir tube lip and a scratched lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has frozen buttons. The buttons are not responding and the insulin pump is beeping. Advised the customer that the insulin pump will be replaced. Nothing further reported.